Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact.

Event description:
It was reported that during a lap appendectomy procedure the surgeon inserted the device through the trocar and placed it across the appendix. The reload fell out of the device before it was fired. They removed through the trocar and used another stapler completed the procedure. They completed the procedure with a new like device. There was no patient consequence reported. The device will be returning for analysis. (B)(4)